Manufacturer narrative:
Sensor is expected to return for failure investigation.

Event description:
While not connected to the pt, the max-n spo2 sensor showed saturation values in another firm's pulse oximeter.